Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by corrosion. One device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device leaked. There was patient involvement; 1 event had no patient impact, 1 event resulted in a patient receiving a minor burn with no medical interventions.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device leaked. There was patient involvement; 1 event had no patient impact, 1 event resulted in a patient receiving a minor burn with no medical interventions; the user facility reported that this device was overheating.

Manufacturer narrative:
Exemption number e2015055. One device was initially reported that it was available for evaluation; however, this device was not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device leaked. There was patient involvement; 1 event had no patient impact, 1 event resulted in a patient receiving a minor burn with no medical interventions; the user facility reported that this device was overheating.